Manufacturer narrative:
E.1: initial reporter addr 1: (B)(6). The information for the additional 510k is as follows: g4. PMA / 510(k)#: k222591. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 4 of 9: it was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) there was fungal contamination seen in one sample identified as c. Lipolytica. No adverse impact was reported regarding the patient or user at this time.

Event description:
Report 4 of 9: it was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) there was fungal contamination seen in one sample identified as c. Lipolytica. No adverse impact was reported regarding the patient or user at this time.

Manufacturer narrative:
A new server was obtained and the customer confirmed completion of all service work by varian on the 16th of july 2025. They confirmed they had been treating patients since early may with a temporary solution and continue to treat successfully after all work completed with the permanent solution.